Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer (fse) found that main drawer 4.1 was not displayed on the map, with a message indicating the device was not detected on the bus. The issue was resolved by reseating the row board cable and pyxis bus cable, and functionality was verified by the customer with successful results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 4.1 failed, and an error message stating ¿device not detected on bus¿ was displayed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.